Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight and the ipg became superficial to patient's skin. As a result, surgical intervention took place wherein the ipg was explanted and replaced, along with relocating patient's pocket site to a zone of comfort to further address the issue.